Event description:
During subsequent follow-up's, high out of range impedance and threshold measurements were being consistently observed, with a lead fracture suspected. As a result, the physician elected to remove this product from service in conjunction with a normal device change out. Another left ventricular lead was successfully implanted and the explanted lead was returned for laboratory analysis.

Manufacturer narrative:
Upon return, this lead was thoroughly analyzed. Visual inspection confirmed only a returned proximal segment; severed 38 cm from the terminal pin. Setscrew marks were observed on terminal pin and on the terminal ring. The lead's inner coil was fractured. Detailed x-ray analysis, revealed a cathode coil fracture, at the location where poly insulation was bent (approximately 35 cm from terminal pin.) Additionally, a poly insulation pucker was observed at approximately 35.6 cm from terminal pin, most likely from the suture tied-down. Due to the location of the fracture, analysis concluded the lead damage was consistent with a fatigue fracture, near the suture sleeve tie down location.

Manufacturer narrative:
Additional information is expected with regard to this issue. This investigation will be updated should additional information become available.

Event description:
Boston scientific received information that during a routine follow-up, this left ventricular (lv) lead was noted to have shown a sudden increase in pacing impedance and pacing threshold measurements. The programmed lv pacing output settings were increased. An x-ray was done, but showed nothing conclusive. A shortened follow-up appointment was arranged to assess the lv lead and the affect that the increase in pacing output has on the pulse generator. No adverse patient effects were reported.